Event description:
Additional information: follow-up information revealed that the user encountered an issue while attempting to expose the clip. Reportedly, the clip assembly was not able to be advanced from the oversheath for the two resolution clip devices. Furthermore, the two resolution clip devices will not be returned for evaluation.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04319 and 3005099803-2012-04320 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, two of the resolution clip devices used failed to deploy. It is not currently known if this references a failure of the clip to release from the delivery catheter. Reportedly, the scope was angled and excessive pressure was applied during the attempted deployment. The procedure was completed using two additional resolution clip devices. No patient complications resulted from this event. The patient's condition was reported as being okay following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
On (B)(4) 2012, follow-up revealed that the reported issue was that the clip assembly was not able to be exposed from the oversheath. Therefore, this is no longer considered an MDR-reportable event. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.